Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. Additional information received indicated that this patient has been admitted and treated for ongoing infection multiple times since ventricular assist device (vad) implantation. The patient presented to the hospital on (B)(6) 2017 with fever, body aches, chest pain, drainage from driveline exit site, and shortness of breath. Blood cultures were (B)(6) for (B)(6). Home daptomycin was held and the patient was started on vancomycin and zosyn. This antibiotic regimen was later changed to vancomycin, gentamicin, and rifampin. A computed tomography (CT) scan was completed and revealed a phlegmonous soft tissue density around the aortic conduit. Decision was made to exchange her vad. The patient wished to go home for the weekend prior to her surgery. She was discharged home on (B)(6) 2017 on vancomycin and rifampin and was re-admitted on (B)(6) 2017 for pump exchange. During the pump exchange, patient was found to have a significant degree of inflammation and scarring. The physician was not able to mobilize any more of the ventricle and therefore, the existing sewing ring was left in place. The patient had significant bleeding. Multiple transfusions were given as well as clotting factors. Packing was performed to control the bleeding. Multiple sutures were placed in both sides of the sternum to gain hemostasis. The medical team reported that the event was device-related. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Sepsis is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support.. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received that this patient had ongoing bacteremia and was initially treated with intravenous (IV) antibiotics. The patient subsequently underwent a hvad to hvad pump exchange. The patient remains hospitalized at this time. No further information was provided.